Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: ez-io driver bogs down during insertion and loses torque. Cem and I provided education a couple weeks ago and the fundamentals and science behind io insertion. We explained and trained that adding too much downward pressure can cause the driver to stall. After meeting with the physicians, this driver has had this issue multiple times during use with different physicians. Each physician has years of experience with ez-io. The ICU had an additional driver on the unit to completed procedures and to use in the meantime. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 02/2012 and is approximately 5 years old. The complaint, "bogs down during insertion" cannot be confirmed. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
The complaint states: ez-io driver bogs down during insertion and loses torque. Cem and I provided education a couple weeks ago and the fundamentals and science behind io insertion. We explained and trained that adding too much downward pressure can cause the driver to stall. After meeting with the physicians, this driver has had this issue multiple times during use with different physicians. Each physician has years of experience with ez-io. The ICU had an additional driver on the unit to completed procedures and to use in the meantime. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn g20977) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 4.90. Insertion 2: 3.75. Insertion 3: 4.03. Other remarks: hard profile (105 lbs/ft3): insertion 1: 12.50. Insertion 2: 12.78. Insertion 3: 12.28. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Functional testing has validated no fault found with this driver. No corrective/preventative actions will be assigned.

Event description:
The complaint states: ez-io driver bogs down during insertion and loses torque. Cem and I provided education a couple weeks ago and the fundamentals and science behind io insertion. We explained and trained that adding too much downward pressure can cause the driver to stall. After meeting with the physicians, this driver has had this issue multiple times during use with different physicians. Each physician has years of experience with ez-io. The ICU had an additional driver on the unit to completed procedures and to use in the meantime. There was no reported patient injury.